Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): noted excess bubbles. Wasted meds from removing bubbles and flushing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph of the IV set was provided for evaluation. Upon evaluation of the photograph, iit was determined that a proper evaluation could not be performed from the evidence in the provided photo. The reported concern was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.